Event description:
Customer reported the screen on the insulin pump was scratched up. Customer stated the device was functioning correctly but it was hard to read the screen. Customer's blood glucose was unknown. Customer was unaware how damage occurred. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.